Manufacturer narrative:
Phr-review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Imaging evaluation: summary: one time-point available for evaluation: post-implantation cta, on unknown date. The length of the treated left common iliac and left external iliac arteries appears to be 14cm ¿ 15cm. There appears to be 2 stents implanted. There appears to be a possible different density vs. Artifact just proximal to the implanted devices and within the proximal end of the device in the lci. There appears to be flow through the implanted devices. The specific cause of this complaint could not be determined. As the device remains implanted, no investigation on the device could be performed. The imaging provided to gore indicates that there appears to be flow through the implanted devices and the last control angiography one week later showed no local thrombus and the physician stated that the patient is in perfect working order.

Manufacturer narrative:
Device code other: as the device remains implanted, a further evaluation on the device cannot be performed. Images were requested and received and will be further investigated. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for an iliac artery aneurysm on the left side with two gore® viabahn® vbx balloon expandable endoprostheses (vbx-device). It was stated post-operative that two vbx-devices were placed in the left iliac artery for treatment of occlusion. Everything seemed perfect, but the ultrasonic testing the next day showed near proximal occlusion, confirmed by CT. It was reported that the physician re-dilated immediately, but to no avail. He suspects that the prosthesis tissue has loosened at the proximal end and obstructed the lumen of the stent-graft. Finally it was stated that there is still blood flow through the vbx-devices shown by a second angiography, waiting for the next control angiography one week later. Reportedly, the control angiography one week later showed no local thrombus and the physician stated that the patient is in perfect working order.

Manufacturer narrative:
B1/b2: case is an adverse event (serious injury) instead of product problem (malfunction).